Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the deflection became stuck. It was reported that when the physician was moving the vizigo sheath, the deflection knob on the vizigo sheath broke and lost all torque. The caller reported that the vizigo sheath was stuck in partially deflected position. The vizigo sheath was replaced and the issue was resolved. There was no difficulty removing the catheter from the patient. The procedure continued. There was no patient consequence.

Manufacturer narrative:
On 14-aug-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. :(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the deflection became stuck. It was reported that when the physician was moving the vizigo sheath, the deflection knob on the vizigo sheath broke and lost all torque. The caller reported that the vizigo sheath was stuck in partially deflected position. The vizigo sheath was replaced and the issue was resolved. There was no difficulty removing the catheter from the patient. The procedure continued. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and deflection test of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed no damage or anomalies in the device. No device handle broken condition was observed. A deflection test was performed, and one of the curve mechanisms was not deflecting. Afterward, the device handle was dissected and it was observed that the puller wire was detached from the ferrule. For this reason, an external manufacturing investigation was performed and determined the failure was related to the manufacturing process since the puller wire was not broken but the crimp could have slid off the wire. This device was previously included in sort activities for insufficient crimp tensile strength. A device history record was performed for the finished device batch number, and no internal actions were identified. The deflection issue observed during evaluation could be related to the deflection stuck and knob issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the deflection failure was related to the manufacturing process. Complaints due to crimp failures will continue to be monitored. Further actions will be considered should the failure rate rise above historical averages for this product. This product issue will be addressed through j&j medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).